Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a unknown. The mainboard was replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump apparently reprogrammed itself while in use with the patient, resulting in an interruption of therapy. There was reported patient involvement, but no reported patient harm.